Event description:
Philips received a complaint on the heartstart xl+ indicating that the device could not recognize the external paddle. Device was in clinical use at the time of event. Customer used another device immediately, there was no patient harm or injury reported. Defibrillators are life-saving devices; therefore, the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that when defibrillation is performed on a patient, the defibrillator alarmed that the device could not recognize the electrode plate, resulting in the inability to defibrillate the patient normally. Defibrillators are life-saving devices; therefore, the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock.